Event description:
It was reported patient underwent total elbow arthroplasty on (B)(6) 2011, a subsequent revision was performed on (B)(6) 2012 due to a fall resulting in implant loosening and bony fracture.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02581 / 02582).